Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included overweight, gerd, eosinophilic esophagitis, irregular periods, menopausal symptoms, irritability, obesity, overweight, uterine prolapse, mood swings and bloating. Concomitant products included escitalopram oxalate (lexapro) since 2016, medifoxamine (gerdaxyl), prasterone (dhea) from 2012 to 2015, progesterone since 2016 and testosterone from 2012 to 2015. On (B)(6) 2010, the patient had essure inserted. In january 2013, the patient experienced fatigue ("fatigue"), migraine ("migraines / migraines"), anxiety ("psychological / psychiatric problems- condition anxiety") and depression ("psychological / psychiatric problems- condition depression"). In 2013, the patient experienced mood swings ("hormonal changes: mood swings") and headache ("headaches"). In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and abdominal pain ("abdominal pain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes: loss of bladder control") and was found to have weight increased ("weight gain"). In 2015, the patient experienced dysuria ("urinary problems") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced vision blurred ("vision/ eye problems: blurriness"). In (B)(6) 2017, the patient experienced gastroenteritis eosinophilic ("gastrointestinal or digestive system condition: eosinophilic"). On an unknown date, the patient experienced menorrhagia ("menorrhagia with clumps/clots / menorrhagia"), alopecia ("hair loss"), back pain ("back pain"), adnexa uteri pain ("site of ovaries"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and breast tenderness ("breast tenderness"). The patient was treated with caffeine;paracetamol (excedrin), ibuprofen, omeprazole, vitamins nos (multivitamins) and surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia had resolved and the alopecia, back pain, adnexa uteri pain, urinary incontinence, dysuria, fatigue, mood swings, dysmenorrhoea, breast tenderness, gastroenteritis eosinophilic, migraine, headache, vaginal discharge, anxiety, depression, vision blurred, weight increased, urinary tract disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, anxiety, back pain, breast tenderness, depression, dysmenorrhoea, dysuria, fatigue, gastroenteritis eosinophilic, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram on (B)(6) 2010: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received out come of pain and bleeding was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.